Event description:
It was reported that the patient was in clinic to evaluate left ventricular assist device (lvad) low voltage and power cable disconnect alarms they received intermediately. The first issue was the emergency backup battery (ebb) expired on both the primary and backup system controller. Also when the patient was on mobile power unit (mpu) power they were getting low voltage alarms infrequent as they are on wall power. The 20 foot patient to mpu cable was assessed and there was a small tear in the sheath exposing area in the cord and it appeared to be discolored green. The mpu was replaced. The patient also received a 15 min battery alert yellow diamond and the battery was showing 75% charge. The alert lasted for 2-3 seconds then resolved. The log files were reviewed and contained unusual voltage readings while the patient was utilizing both battery and mpu power. This data indicated that the system controller leads were worn. It was also noted that the system controller was older and running 1.5.0 software. The ebb faults seen in the log file were the result of the ebb reaching the end of it's service life. It was recommended that the system controller be exchanged if the patient could tolerate it.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g3 PMA# correction. Manufacturer's investigation conclusion: the reported events of the mobile power unit¿s (mpu) patient cable being damaged and discolored were not confirmed. The mpu (serial number unknown) was not returned for analysis. Available information for this event indicates that the mpu was exchanged to resolve these issues. Questions regarding further information for the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.